Manufacturer narrative:
H10: internal complaint reference: (B)(4). Section h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Shichman, I., somerville, l., lutes, w. B., jones, s. A., mccalden, r., & schwarzkopf, r. (2022). Outcomes of novel 3d-printed fully porous titanium cup and a cemented highly cross-linked polyethylene liner in complex and revision total hip arthroplasty. Arthroplasty, 4(1), 1-8. Doi: https://doi.org/10.1186/s42836-022-00152-5. The reported events within the enclosed publication took place in several countries: united states, canada and united kingdom. A communication has been sent to the author to gather additional information on the occurrence and location of each event. However, at this time, we have not received a response from the corresponding author. Therefore, this report is being conservatively submitted as we cannot rule out the possibility that the event occurred in the united states. The occurrence date of the specifics event is unknown but it is mentioned in the literature that patients who had undergone ctha and rtha in which the acetabular component was revised with a novel titanium fully porous shell into which a new xlpe liner was cemented between january 2016 to november 2018 at four large institutions and were followed up for a mean time of was 2.21 ± 0.77 years.

Event description:
It was reported that on literature review " outcomes of novel 3d-printed fully porous titanium cup and a cemented highly cross-linked polyethylene liner in complex and revision total hip arthroplasty", one (1) patient had an aseptic loosening with proximal acetabular shell migration after a first total hip arthroplasty revision procedure using a redapt fully porous multi-hole titanium cup with variable angle locking screws and xlpe liner from smith and nephew. The event was resolved by revision surgery where the cup was removed, and a new shell and liner were implanted with the addition of bone allograft and metal augments. No further information is available.